Event description:
The facility representative reported a colleague infusion pump with an 812:05 failure code. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. The pump was categorized as a colleague (B)(4) pump with software version 6.13.90. No additional information is available. During baxter quality engineering review of the event history on (B)(6) 2010, it was determined that the reported condition occurred during delivery and interrupted delivery on (B)(6) 2010.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). The device has not been previously sent into service for the reported condition of fc 812:05.(B)(4)

Manufacturer narrative:
The reported condition of failure code 812:05 was confirmed but not duplicated. The reported failure code and is a cascading error that can occur after failure 500:320:654:0000. No further action is needed for this failure. (B)(4).